Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001 /serial number (B)(4)/lot number 5210424) was returned on 09/26/2016. The transmitter was returned for evaluation. A visual inspection was performed and no observations were found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. No data related to the customer complaint was observed during share log review. The reported issue of failed transmitter error was not confirmed. A root cause could not be determined.